Manufacturer narrative:
Guidewire analysis revealed peeling of the ptfe coating at 41.0cm to 44.0cm from its proximal end. The torque device was situated where the coating had been scrapped. From the condition of the guidewire, the ptfe coating appeared to be scrapped off of with the torque collet. No defects were observed on the guidewire distal end and no anomalies were observed with the hydrophilic coating. From the condition of the ptfe peeling, it appears that the torque device was not securely fastened onto the wire and had been dragged along its body causing the peeling. The directions for use (dfu) cautions that insufficient tightening of the torque can lead to ptfe peeling. Therefore, a root cause of use/user error has been assigned to this investigation.

Event description:
Analysis of the subject device revealed that the polytetrafluoroethylene tubing (ptfe) coating was peeled off along its proximal end length.